Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during central processing, the customer stated the rope broke on the large suturecut needle driver. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: no fragment has fallen inside the patient's anatomy. The instrument/accessory was not inspected prior to use as the error/rope breakage occurred after the operation in the central reprocessing department.